Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿: device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and 2 infrarenal stents to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure a type 3a endoleak was identified on a computed tomography angiogram. Patient is reportedly stable and pending re-intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the type 3a endoleak based on the medical records and imaging available for review. Device, user, procedure or anatomy relatedness of this event could not be determined. However, clinical review of the pre-implant computed tomography (CT) scan demonstrated a rupture, which is a cautionary use condition and may have contributed to the event. The procedure related harm identified was an access site complication (right groin hematoma). The final patient status reported was discharged home in stable condition three (3) days following a successful secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and 2 infrarenal stents to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure a type 3a endoleak was identified on a computed tomography angiogram. Patient is reportedly stable and pending re-intervention. Additional information: the physician elected to reline the originally implanted afx aortic devices with non-endologix aortic stent grafts. The patient was reportedly stable following a successful secondary endovascular procedure.